Event description:
Neulasta onpro fell off. Patient was just sitting on couch and the device started beeping but it had fallen off and was beside him on the couch. Patient had showered early that day. Dates of use: (B)(6) 2017. Diagnosis or reason for use: prostate cancer. Is the product over-the-counter: no.